Event description:
Per the clinic, the patient sustained an impact to the head and subsequent performance decrement. The issue could not be resolved.the device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on august 20, 2013.

Manufacturer narrative:
(B)(4)